Event description:
The customer reported that after a pt had been on the iabp for over 48 hours the unit generated "autofill failure" alarms. The pt was not switched to another unit; the pt remained stable while the customer took troubleshooting steps and the physician discontinued therapy without difficulty. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The company rep observed that the autofill volume was out of spec. The company rep adjusted the autofill volume. The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).